Event description:
Rn pulled a bd alaris pump infusion set ref number 2420-0007 lot number 25035293 expiration date of 2028-03-09 and upon priming noticed a weaken area at tubing which caused tubing to bubble out.